Event description:
The customer stated that erratic magnesium results were generated by the architect c4000 analyzer for approximately five patients over a few week period. One example was provided. Magnesium results of 1.9, 5.3, and 1.9 meq/l were generated for the same patient sample. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A field service representative (fsr) was dispatched to the customer site and replaced multiple parts on the architect analyzer during troubleshooting. Replacement of the clogged obstructed sample probe was considered to have resolved the issue. There have been no subsequent occurrences after probe replacement. Review of quality metrics indicated no adverse or non-statistical trends in conjunction with the sample probe. The issue in question is adequately addressed in product labeling. Based upon the available information, a deficiency of the sample probe was not identified.